Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/17/2016 with no defects found. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for an e-0 error code during a blood glucose test. During the call on (B)(6) 2016 the e-0 error code was corrected with training and the customer was able to perform a blood glucose test with a result of 170 mg/dl. The customer is concerned with tests results from results obtained of 170 mg/dl on (B)(6) 2016 at 07:43am and 171 mg/dl on (B)(6) 2016 at 08:00am. The customer's expected fasting blood glucose test result range is 110-130mg/dl. The customer not feels well and did report symptoms of tired/weakness , blurry vision and tingling in the feet. Medical attention is not reported as a result of the actual blood glucose results (and reported symptoms). The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2016.